Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00442. During a pulmonary vein isolation procedure, blood clots were noted on the catheter. During the procedure, the temperature value increased when right pulmonary vein ablation was performed. A blood clot was observed on the catheter when removed from the patient. The blood clot was removed with a cloth and the catheter continued to be used; however, the contact force value displayed incorrect values twice and the catheter was replaced with a second device. Blood clots were observed twice on the second catheter following left pulmonary vein isolation and cti ablation. Additionally, the contact force value displayed an incorrect value once. The blood clots were removed with a cloth each time and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The device met specifications for optical signal properties and the deformable body thermocouple met specifications during electrical testing. Log file analysis indicates the automatic baseline reset of the tactisys was unable to function due to the value of the deformable body thermocouple (tc2) reading under 32°c, consistent with the reported incorrect contact force value. The cause of the low tc2 temperature remains unknown. The images submitted with the returned device appear to show a blood-like substance on a white cloth and on the catheter shaft just proximal to the tip electrode; however, no anomalies were noted at the distal end of the returned catheter. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient following rpv completion and following lpv completion. Cti ablation was completed with the last ablation in the case study. The ensite case study indicated gradual increases in impedance during rf delivery in 14 ablation events throughout the study, and no temperature or power anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.